Event description:
On the literature article named "negative pressure wound therapy (npwt) in groin wounds after lymphadenectomy in vulvar cancer patients", it was reported that, during npwt using pico ¿ to treat vulvar cancer patients after lymphadenectomy to reduce the severity of healing disorders in the groin, 1 patient with a superficial wound had disturbance wound healing and developed a lymphocyst, it was no treated with antibiotics. Patient outcome is unknown.

Manufacturer narrative:
H10: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device. No relevant supporting clinical information has been provided to assist with a clinical investigation. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The medical review could not establish a link between the product and harm within this complaint. Users of the device are advised to consult the instructions for use, to reduce future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings, insertion of batteries and switching on of the pump. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to all product ranges.

Event description:
On the literature article named "negative pressure wound therapy (npwt) in groin wounds after lymphadenectomy in vulvar cancer patients", it was reported that, during npwt using pico ¿ to treat vulvar cancer patients after lymphadenectomy to reduce the severity of healing disorders in the groin, 1 patient with a superficial wound had disturbance of wound healing and developed a lymphocyst. It was not treated with antibiotics. Patient outcome is unknown.